Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The most recent blood glucose reading was 150 mg/dl. The customer stated that his battery cap was also cracked. He stated that he had been changing the batteries multiple times in attempts to resolve the issues but that the buttons did not respond. He noted that when he pressed buttons, the device started to glitch. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.